Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Ocular pain, microstent-iris touch, and malposition are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A patient underwent combined cataract surgery with hydrus microstent implantation on an unknown date. The patient experienced post-operative pain which the surgeon attributed to a malpositioned device with possible iris touch. The surgeon plans to explant this microstent and implant another hydrus inferiorly.